Manufacturer narrative:
(B)(4). This lot was manufactured august 14, 2014 to august 19, 2014. The device was returned for evaluation. Visual inspection revealed that the distal luer lock was damaged. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a crumbled luer lock. There was no patient injury or medical intervention associated with this event. No additional information is available.